Event description:
It was reported that the pump's touchscreen was unresponsive, preventing interaction with the device. The customer's blood glucose (bg) level was displayed as "high," but no specific value was given. Reportedly, the customer did not treat bg at the time of the event. After assistance from technical support, the customer reset the pump to restore screen functionality, and successfully resumed insulin therapy to address bg.